Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) message was seen on the patient programmer on (B)(6) 2019. It was also reported that the patient had lower back pain which started about 2 days ago ((B)(6) 2019). The family member noted that they had just left the healthcare professional¿s (hcp) office and was told to get in touch with the manufacturer¿s representative as the hcp office had tried but was unsuccessful. Additional information received from the family member on (B)(6) 2019 reported that the patient lower back pain that was shooting down their leg in addition to the por. There were no further complications reported or anticipated.